Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, peri-implantitis, bleeding. Both implants had 30ncm stability when screwed in. Pus at 36.